Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported unexplained highs and lows. Customer stated his blood glucose was 202 mg/dl and when he put the insulin pump on suspend the customer woke up with blood glucose of 46 mg/dl. The customer was feeling lethargic. The customer treated his blood glucose by manual injection. The current blood glucose reading is 146 mg/dl. Nothing further reported.